Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided. The manufacturer representative stated that although the impedance results on e8 and e11 were out of range according to the manufacturer¿s guidelines, these are not abnormal clinical results because the physician confirmed they are in the lateral ventricles due to the trans-ventricular approach for lead trajectory. Hence, the troubleshooting step was to confirm via imaging visualization to confirm, which the hcp did. The issue was confirmed resolved.

Manufacturer narrative:
Continuation of d10: product ID b3300542m. Serial# (B)(6). Implanted: (B)(6) 2023. Product type lead. Product ID b3300542. Serial# (B)(6). Implanted: (B)(6) 2023. Product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: b3300542m, serial/lot #: (B)(6), ubd: 27-oct-2024, UDI#: (B)(4); product ID: b3300542, serial/lot #: (B)(6), ubd: 28-mar-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the manufacturer representative stated electrodes 3 and 11 were located in the cerebrospinal fluid (csf) because the lead passed through the ventricle, resulting in impedance just below 350 ohms for these electrodes, while other electrodes measured around 1000-1600 ohms. It was discussed that, despite likely good system integrity and the low impedance being attributed to lead placement, MRI would be considered off-label in this situation.